Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error. The customer¿s blood glucose level was low as 66 mg/dl. The customer states pump was beeping at him with a red x after being in a heated pool. Customer also reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.